Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the calcified right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during removal, the mid shaft broke in the guide catheter. The device was completely removed altogether and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an emerge mr balloon catheter. The device was microscopically and visually examined. There was a separation of the hypotube 59.2cm from the strain relief. At 55.3cm from the strain relief there was a hypotube kink. There was contrast in the inflation lumen and loosely folded balloon. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that shaft break occurred. The 100% stenosed target lesion was located in the calcified right coronary artery. A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. However, during removal, the mid shaft broke in the guide catheter. The device was completely removed altogether and the procedure was completed with another of the same device. No patient complications were reported.